Event description:
Pt freedom pump failed during her infusion. She wasted multiple gamunex vials and was not able to complete her infusion. Pt just called in. Her freedom pump failed in the middle of her scig infusion. She is wasting quite a few vials of gamunex (100mml) bc she is unable to push the medication as recommended after pump failure due to the neuropathy in the hands. She is requesting a new pump sent and a replacement dose for todays pump failure. Serial number - (B)(6). Indication - selective deficiency of immunoglobulin g [igg] subclasses.